Event description:
The pt had been using salivart oral moisturizer (1 can of lot 06aa001 and 2 cans of lot 06aa006) for 5 to 6 months prior to becoming ill. The pt began experiencing nausea, vomiting and diarrhea and was hospitalized for 7 weeks due to dehydration.

Manufacturer narrative:
The results of the investigation are inconclusive as to whether the adverse event was caused by salivart or is attributable to the pts underlying health issues or medical treatments. The hospital could not determine the cause of the pt's illness. Additionally, the pt had three cans of salivart affected by the recall (1 can of lot 06aa001 and 2 cans of lot 06aa006) that she used for 5 to 6 months prior to becoming ill. The pt had been using one of the cans repeatedly for several weeks prior to becoming ill. Therefore, since these three cans had been used without incident by the pt prior to becoming ill, these three cans may not have contained any of the low levels of contamination found by gebauer during testing. Based on the inconclusive findings into the cause of the adverse event, we can not verify that the illnesses described in the complaints were not attributable to salivart.